Event description:
It was reported by service report that the head end jack won't go up, the brakes were not working, fowler was stuck and wheels were cracked. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler, brake adjuster, wheels.